Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2009). At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, fatigue, headache, menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event of "injury" was updated to pelvic pain. Additional new events were added - abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue and headaches. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.